Event description:
Customer took a blood glucose reading in the late morning and received a result of 300mg/dl. They went to exercise, when they were finished they retested and received a result of 290mg/dl. They dosed 34 units of insulin based on the result. By 3:30pm their blood glucose level was reported to be 337mg/dl. They went into shock and was unconscious. They were taken to the hosp. At the hosp they tested and received a result of 21mg/dl. They were given an insulin IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.